Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery an ophthalmic irrigation and aspiration handpiece would not apply pressure. The surgery was completed by replacing the product without any patient health impact. Additional information has been requested but is not available at the time of this report.